Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 65-69mm from the terminal pin, in the area distal to the sensing electrode. A surface abrasion was also noted on the terminal boot distal end approximately 49-53mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode was exhibiting oversensing of noise which led to the delivery of an inappropriate shock to the patient. The system was reprogrammed from the secondary to the primary vector and later surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.